Event description:
The endorings device is intended to be attached to the distal end of the endoscope to facilitate endoscopic therapy, to be used for the following: keeping the suitable depth of endoscopic field of view. The user reported the endorings device became detached from the endoscope near the sigmoid colon. The physician retrieved the device with a raptor grasping device. There was a delay in procedure of approximately 3-5 minutes for the retrieval. There was no harm to the patient as a result of the device detachment from the scope, nor as a result of the device retrieval. The user reported the endorings device had detached from the endoscope because the wrong size device (too large) had been selected for use with the endoscope (fuji model # (B)(4)). There was no report of product defect or malfunction. The device was disposed of after retrieval. The endorings device is intended to be attached to the distal end of the endoscope to facilitate endoscopic therapy, to be used for the following: keeping the suitable depth of endoscopic field of view. The user had been provided with in-service training, and had selected the appropriate endorings device size for other procedures. When preparing for this procedure, the user selected endorings (B)(4)- for use with wide angle adult colonoscope, in error. The user will be provided with additional in service instruction.